Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-11-27 was unable to be reviewed as the currently available logs at the time of this report end on 2024-11-14 at 4:51am. No product performance issues can be identified. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the performance of the device cannot be evaluated, and the cause of the event cannot be determined. If further data is obtained, this case will be reopened for further investigation.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/3/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/27/24. The cds was notified by a dexcom representative that on 11/27/24 the user experienced a severe hypoglycemic event leading to hospitalization and is currently in a coma. The incident occurred while the user was asleep in the morning. Their spouse, who was out shopping, found them unresponsive upon returning home and contacted paramedics. Emergency medical personnel arrived around 3:00 pm, noting a blood glucose (bg) level of 31 mg/dl, and administered glucagon before transporting the user to the hospital. The user had a history of prolonged low bg events, attributed partly to delays in treating lows and alcohol consumption, as discussed during a zoom follow-up with a cds on 11/14/24. Despite education provided to both the user and their spouse on treating lows and addressing concerns, the event occurred shortly after. The cds had also shared a 14-day ilet report and concerns with the user's healthcare provider's office on 11/15/24.